Event description:
It was reported that within a few months of implant, the patient heard the device "clicking". Follow-up with the physician's office indicated that the patient has not been seen and the patient never contacted the doctor's office regarding hearing a "clicking" sound. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.